Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted because the tubing between the cylinders and pump had become disconnected. New 15cm x 12mm cylinders and a new pump were implanted. It was further reported that the cause of the disconnection of the tubing was not found. In addition to the disconnection there was fluid loss from the device. Two weeks prior to surgery the patient had difficulty inflating and deflating the device due to the fluid loss. The patient was doing well following the surgery. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of fluid leak was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary. Cylinders 1 and 2 were visually, functionally, and leak tested. Neither cylinder presented any damage or leaks. The pump was visually and leak tested. A pump leak was identified in the cylinder krt at the pump strain relief junction due to fatigue. Model number: 72404310, lot number: 0174306002, model description: pump ms.

Manufacturer narrative:
Medical device: model number: 72404310, lot number: 0174306002, model description: pump ms.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted because the tubing between the cylinders and pump had become disconnected. New 15cm x 12mm cylinders and a new pump were implanted. It was further reported that the cause of the disconnection of the tubing was not found. In addition to the disconnection there was fluid loss from the device. Two weeks prior to surgery the patient had difficulty inflating and deflating the device due to the fluid loss. The patient was doing well following the surgery. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.